Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 300 mg/dl but had dropped to 40 mg/dl while wearing the pod for 72 hours. As treatment, the patient consumed crackers and orange juice. The patient was taken to the hospital by ambulance. Once at the hospital the patient was treated with intravenous fluids. The patient was discharged from the hospital after a couple of hours. The patients pod will not be returned as it has been discarded.